Manufacturer narrative:
It was reported that during the procedure, the right limb was deployed on top the left iliac artery due to a sizing error. Due to this sizing issue the right limb could not be accessed/catheterized, therefore the a uni-iliac + cross bypass was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A endurant ii stent graft system was implanted in the patient during a de novo procedure. It was reported during the index procedure that the delivery system of the bifurcate and the iliac stent graft were introduced in the patient via left femoral artery however this was not completed as planned and the bailout procedure-cross bypass was attempted. The stent grafts were implanted and were patent at the end of the procedure. The patient was discharged from the hospital one month post the procedure. No cause of the event was provided and it was noted a stent graft aorto-bi-iliac procedure was planned but a stent graft aorto-uni-iliac was implanted and cross bypass was performed. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other inuation of relevant device(s) are: product ID: e tew2020c82ee, serial/lot #: v30593375, ubd: 08-jul-2023, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; *additional information received : it was reported that it was the small leg of the bifurcated stent graft that was deployed on top of left iliac artery due to a sizing error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.